Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed the earth ground resistance test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to an approved zoll service provider. The customer's report was verified and atrtibuted to the analog board. The customer has not yet approved the recommended repair of the device. The device will be returned to the customer labeled " not recertified for clinical use". Analysis of reports of the this type has not identified an increase in trend.